Event description:
The affiliate reported a customer who alleged a suspected positive biological indicator (bi). The customer reported that not all of the items in the load were recalled. There were no adverse events reported.

Manufacturer narrative:
Suspected positive bi.